Event description:
It was reported that the patient unit of the ventilator was detached from the mobile cart. There was no patient involvement. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Based on technician statement, the patient unit did not fall, however the security knob was unscrewed and caused the patient unit to be unstable on the mobile cart. The knob was tightened. The device was delivered to the user in working condition. The mobile cart is designed for carrying the user interface, the patient unit and all required optional equipment. The patient unit is positioned on a console and it is secured in place by security knob. The cause of the issue was determined. It was related with maintenance of the security knob. The UDI information is not available since the device was manufactured before 2015.